Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that device charge button is failed. Based on the information available and the testing conducted, customer performed 3 operating tests that failed and indicated that the charge button was not pressed. The customer indicated that he pressed the charge button on the paddles. However, as per rse need to press the charge button on the defibrillator. The customer performed a new test by pressing the charge button, the test went well. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational as per manufacturers specifications without any malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.